Event description:
The device was received back from service and repair. The unit has been reported to initiate an error code. There has been a requested to re-evaluate the device. No pt consequences have been reported.